Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. This occurred with lancet drums from two boxes. No adverse event reported. Requested return of suspect device and replacement was sent.